Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged into a deep position. A second transcatheter bioprosthetic valve was then attempted to be implanted, however the valve was recaptured and removed due to the deep implant of the first valve. Following the procedure, the patient was slow to follow commands and it was reported that a stroke had occurred. No treatment was prescribed, and the patient had improved. No additional adverse patient effects were reported.